Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that there was a wet tap when the lead was placed initially. The patient experienced severe headache, was hospitalized, and given medications to improve the symptoms. The lead was explanted and a blood patch was planned. No further follow-up was planned between the manufacturer representative (rep) and the patient. This event will be updated if additional information is received.